Manufacturer narrative:
A ge service rep performed an on site investigation. The gib battery was evaluated and replaced. The power plugs were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system produced uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.